Manufacturer narrative:
.

Event description:
The customer reported oil mist coming from their unit. The customer stated that there were no reports of injury when this occurred. The unit was repaired by the asp field service engineer.